Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a spinning spiros® closed male luer, red cap that was reportedly leaking at the connection to the intravenous (IV) set. The device was also not properly screwing onto unspecified needles. There was unknown patient involvement, no injury or death.